Event description:
The customer reported the tube arm will not move. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the drive motor cable. System operates as intended. (B) (4).